Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to fields: d8, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, the likely cause of incompatible scope (e315) occurred due to use of wrong scope cable. The suggested event is detectable and preventable by handling the scope in accordance with the following section of the instructions for use: 3.1 precautions for installation and connection use appropriate cables only. Otherwise, equipment damage or malfunction can result. Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had scope not supported error e315 when the customer inserted the videoscope cable exera ii into the video system center while using 190 series scopes. The issue was resolved when the cable was removed. There were no reports of patient harm.